Event description:
A patient reports while wearing a pod between 36 and 48 hours the patients blood glucose level had rose to over 250 mg/dl

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. The pod was observed to be operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Therefore, no problem was found regarding the reported not sure delivering insulin event. The exposed soft cannula was observed to be kinked and stretched. The observed damage did not impact the fluid's ability to travel the complete fluid path as no tears or leaks were observed. Therefore, the observed damage did not impact insulin delivery. The exact time and cause of the soft cannula damage could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6.